Manufacturer narrative:
Initial.

Event description:
It was reported that the patient was setting up a new ilet and experienced perceived low blood glucose while not connected to the pump; the patient treated with pudding and later measured a blood glucose of 98 mg/dl, and education was provided regarding appropriate hypoglycemia treatment to address overtreatment risk. Symptoms included feeling low. Outcomes included no alerts or alarms, no hospitalization, and resolution with self-treatment and troubleshooting. Investigation included troubleshooting and user education focused on hypoglycemia recognition and treatment while off pump. Investigation of this case revealed that the device was not in use at the time of symptoms and no device malfunction or alarm was identified. It was concluded, based on previously established findings for similar reports, that user-related factors during setup while off pump were the most likely cause.